Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to fill the cartridge with existing cartridge and needle. Customer¿s blood glucose was 85 mg/dl. In addition, it was reported that the insulin gauge was inaccurate. Customer reloaded the same cartridge to resolve the issue.